Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges that the patient experienced severe pain and discomfort, suffering, injury, emotional distress, disability, disfigurement, partial or complete loss of mobility and loss of range of motion.

Event description:
Ppf alleges metal wear, metallosis and elevate metal ions. Pfs alleges also walking difficulty, inflammation, pseudotumor, anxiety and fear.after review of medical records, patient was revised to addressed failed metal on metal right total hip arthroplasty with metallosis and extensive muscle necrosis. Revision notes indicated upon entering into the joint fluid was under tension and had evidence of metal debris. There was evidence of both abductor muscle necrosis and capsular tissue necrosis. There was small amount shuck. Upon inspection, the taper and bearing surface of the femoral head had minimal evidence of corrosion. The taper of the stem was in good condition with no significant evidence of corrosion. There was evidence of corrosion at the taper of the liner acetabular component interface with pseudo membrane formation on the under surface of the acetabular liner. Added demographic data of patient, account name, surgeon, date of revision, medical history and product details of liner and head in impacted product. Also added stem due to elevated metal ions. Doi: (B)(6) 2007. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code available use for medical device removal, fear, elevated metal ions, and surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.